Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the elevation in troponin levels could not be definitively determined based on the information available. There was no ivl malfunction reported. The correct lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. Two shockwave c2+ intravascular lithotripsy (ivl) catheters were used to treat two lesions in the mid and proximal right coronary artery (rca). The second ivl catheter (MFR# (B)(4)) delivered 40 pulses at 4 atm to treat the proximal rca followed by the successful placement of one stent. It was noted that multiple non-compliant balloons were used for pre and post dilatation of the lesions. The first ivl catheter (MFR# (B)(4)) delivered 80 pulses at 4 max atmospheric pressures (atm) to treat the mid rca followed by the successful placement of two stents. There was no report of an ivl device malfunction. On (B)(6) 2024, the patient experienced an elevation in troponin levels to 375 ng/l, 12 hours post-procedure, from a baseline of 93 ng/l which resulted in a prolonged hospital stay. It was reported that hospitalization was complicated due to atrial fibrillation (afib), covid-19, low hemoglobin, and bilateral pleural effusion. No subsequent rechecks or additional testing was conducted to determine the cause of the elevation. The patient did not require treatment for the adverse event, and no unplanned interventions or device malfunction occurred. The patient was discharged on (B)(6), 2024 with no further adverse events reported. The clinical events committee (cec) has determined that the relationship of elevated troponin levels to both the study device and procedure was probable/definite.